Manufacturer narrative:
On (B)(6) 2019 the a re-evaluation of the device investigation revealed that the lot and serial numbers initially reported as concomitant, in fact belonged to the impacted product. The returned device that was initially thought to be concomitant was returned in a condition that matched the reported issue of rupture, whereas, the device initially reported as the impacted product was returned intact. The device evaluation submitted previously belonged to the device returned ruptured, however, the serial number on the diagram did not reflect that at the time. The device evaluation results previously submitted remain valid, and only an update in lot and serial number are required and is the only new critical information for reporting at this time. If additional updates are required, then a supplemental report will be submitted. A manufacturing record evaluation was performed for the finished device 5695247 number, and no non-conformance related to the reported complaint condition were identified. Concomitant product: 450cc mentor memorygel breast implant, catalog #3507450bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/29/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/31/2019, replacement product information was provided as follows: 3507445mc sn (B)(4). 3507445mc sn (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 6/24/2019. Device evaluation summary: according to the information reported the patient experienced a rupture of the breast implant. During evaluation of the sample it was found to be ruptured within creases on the edge of the device. No additional anomalies were observed. A crease/fold failure may be the result in continuous and sustained stresses to the device. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side rupture. Concomitant medical products: right cat #: 3507450bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and was presented with breast implant rupture on her left side confirmed by MRI on (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019.